Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused due to broken rails. A field service engineer replaced the rails to resolve. Preventative maintenance was performed on the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had drawer failure. The medication was accessible through other devices as well as the in-patient pharmacy device, and there was no delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections b5, d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-dec-2022 to 30-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer rails had failed. A field service engineer replaced both full-height cubie drawer rails and recovered the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system had drawer failure. This malfunction caused a delay in therapy; customer reported that medication was accessible through other devices as well as the in-patient pharmacy device. There were no adverse events or injuries reported based on this incident.